Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted an arc mark on the rear left edge of the device case. Analysis of the device memory confirmed that the device had shocked into a shorted lead, damaging the device. Therapy verification testing was unable to be performed as a result.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead defibrillation lead delivered inappropriate shock therapy for a supraventricular tachycardia (svt). Noise was observed on the rv pace/sense channel and slight noise was observed on the shock channel post shock therapy. Additionally, the ICD recorded a shock into an open circuit fault message. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.